Event description:
Injection site synovitis (left knee pain,swelling,effusion;difficulty walking. Information was received in 2005 from a pt, with a history of arthritis and one previous synvisc series into right knee 2004; refer to MFR's control number, who experienced swelling from left knee to foot, left knee swelling and difficulty walking. The pt began a treatment with synvisc in 2004. The pt received two injections of synvisc into the left knee two in time in 2004. Shortley after the first injection, they experienced significant swelling in the left knee which extended down to the foot. The second injection was postponed,and there was still a little swelling in the knee. The pt was hospitalized in 2005. The only "treatment" the pt can remember is that they had a test to rule out phlebitis. Phlebitis was ruled out and the pt was released from the hosp. They had great difficulty walking before entering the hosp and was able to walk again now with much less dificulty. At the time of this report, the pt's outcome was unk. Additional information was received 9 days later from the physician. The pt had a history of moderate osteoarthritis with joint narrowing and osteophytes for the past one year. They previously received nsaids for treatment of osteroarthritis. The pt received two injections of synvisc in 2004. Synovial fluid or effusion was not collected prior to any of the injections. Following the first injection (2004) and second injection (2004), the pt experienced pain, swelling and effusion in the left knee. The orthopedic surgeon commented that the pt experienced "significant synovitis in the left knee." They were treated with ice and oral nsaids. Exudate was not collected after the last synvisc treatment. The physician assessed the causality of the left knee pain, swelling, effusion and synovitis as related to the synvisc injection. At the time of this report, the pt had recovered without sequelae. Per the orthopedic surgeon, the possible preciptiating events of the symptoms was "infiltration of synvisc." MFR's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Synovial fluid or effusion should be removed before each injection. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.